Event description:
Frequent changing of products in bags (eg sterile water or lactated ringers) in tubing sets creates enough friction to cause plastic from bags to be rubbed off. Upon changing the bags some of the plastic "flakes" could possibly be introduced into product which in turn could be introduced into final compounded product. Products are used to formulate tpn.